Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left unknown mentor saline device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation with mentor saline implants on (B)(6) 2001 experienced health problems that she attributes to the implants. The patient reported that the surgeon did not warn her of any dangers, including that the outer shell is made of silicone with 40 other chemicals. The patient underwent explantation on (B)(6) 2017. The patient reports that all her health issues are resolved post explantation. No product issue, such as deflation, was reported. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available.